Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify compromised force sensor system alarm, prime or fill anomaly and perform self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor alarm. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had squirted out during manual prime. Customer stated that the insulin pump was not bumped or dropped. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will not be returned for analysis.